Event description:
Oracle ro: (B)(4) it was reported that an occlusion error/system failure occurred related to the force sensor bridge test. The top case was cracked. Patient involvement is unknown.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had the top case corners chipped, cracked bottom case by l-bracket. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced force sensor, also replaced plunger cable as a preventative measure. Replaced top case and bottom case. The cause of the reported problem was traced to the user damage of the device and the components wear. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.